Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician successfully treated the patient¿s short saphenous vein (ssv) and great saphenous vein (gsv) with venaseal as per IFU. Transducer compression was used and the veins successfully closed. It was reported that during a follow up appointment six months after the initial venaseal treatment, the patient was symptomatic with red, inflamed and painful hypersensitivity along the treated ssv. Two rounds of medrol steroids were prescribed but the patient had a remaining ¿column of inflammation¿ described as a bump in the skin and it was thought that the patient was rejecting the adhesive. The patient may be referred to a vascular surgeon for a second opinion.

Manufacturer narrative:
Event date amended. Month and year valid. Implant date added. Month and year valid additional information: the patient first developed these symptoms within 24-48 hours post venaseal implant. No issue noted with the patients gsv. If information is provided in the future, a supplemental report will be issued.